Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro IV cannula during use had damage to the tip of the catheter. There were 9 occurences reported. Information was provided by the initial reporter: verbatim: ¿during insertion peel off issue also tip damage in many of the cases as told by end user. Cases of phlebitis increased.¿ this complaint is cautiously being reported. The client specifically calls out tip damage."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro IV cannula during use had damage to the tip of the catheter. There were 9 occurances reported. Information was provided by the initial reporter: verbatim: ¿during insertion peel off issue also tip damage in many of the cases as told by end user. Cases of phlebitis increased.¿ this complaint is cautiously being reported. The client specifically calls out tip damage."